Event description:
It was reported that during an unknown procedure, the clips were stuck after firing. The surgery was completed with another device. No patient consequences were reported.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have document the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Yielded jaw: although, it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "split" clips." The batch record was reviewed and no anomalies were noted during the manufacturing process.